Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture and sensing noise were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of noise and loss of capture could not be confirmed. The distal portion of a partial lead was returned in one piece. During electrical testing, a short was noted due to procedural damage to the inner insulation at the distal region of the lead. X-ray analysis did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.